Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump primed properly. The motor slide functioning properly. The motor was tested outside of the device and passed. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump remains blocked and no longer loads the tank and the piston does not advance. The customer's blood glucose level was unknown. The device will be returned for analysis.